Manufacturer narrative:
Investigation completed on a smith medical cadd ms3 pump. Summary revealed motor needed replacement. Other issues were found and repaired on the device. S157 c139 r145 a DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information received a smiths medical cadd ms3 gray slate pump is not turning on. No patient involvement.